Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for follow-up, loss of pacing on left ventricular lead was observed. Chest x-ray was performed and lead was found to be dislodged. Device was reprogrammed and patient was scheduled for lead revision procedure. Lead repositioning was unsuccessful. Lead was explanted and connector pin was noted to be damaged. A new lead was implanted successfully. Patient was stable throughout the event.